Manufacturer narrative:
The following devices were also listed in this report: anato stem sz 5 left neut; cat# 4845-7-215; lot# 49810804; delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 59311603; trident psl ha solid back 50mm; cat# 540-11-50e; lot# 59424301; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to infection (clinical confirmation, onset conditions, severity and microorganism not reported).